Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. The patient experienced an insulin flow blockage alarm with their infusion set. This issue was first noticed by the patient more than three hours after the set's insertion. As a result of the blockage, the patient's blood glucose (bg) level rose to 527 mg/dl. The infusion set had been inserted in one of several possible locations, including the abdomen, arms, upper thighs, or lower back. The patient reported that this issue had been occurring since (B)(6) 2025. To address the elevated blood glucose, the patient administered a correction dose of insulin via multiple daily injections (mdi). No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.